Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely through merlin.net transmission with an alert indicating that the charge time limit was reached. Review of the device session record indicated that the device triggered the alert after a charge timeout occurred. The hv charge was initiated by regular capacitor maintenance. The patient was brought in clinic, and the capm timed out as well. Device was explanted and replaced.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.